Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 177, 207, 249 and 207 mg/dl. The customer is not concerned with the low results of 62 and 84 mg/dl in the meter's memory because she knew her sugar was low and she was having symptoms at the time. The customer's expected fasting blood glucose test result range is 120 - 145 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. The customer had a previously scheduled doctor's appointment and the doctor had advised her to get a new meter. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 170 mg/dl and 182 mg/dl using truemetrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 11/26/2018 and open vial date at time of call is two weeks. The meter memory was reviewed for previous test result history: result 1 : 177 mg/dl date: (B)(6) 2017: time:9;09am fasting, result 2 : 207 mg/dl date:(B)(6) 2017 time: 9/08am fasting, result 3 : 84 mg/dl date: (B)(6) 2017time: 2:31am fasting , result 4 : 139 mg/dl date:(B)(6) 2017 time: 2:49am fasting , result 5 : 62 mg/dl date: (B)(6) 2017 time: 119am fasting.